Manufacturer narrative:
One opened trocar cannula was received taped to a piece of gauze for the report of the plastic piece of the cannula was detached from the metal part. The returned sample was visually inspected. The trocar cannula returned to be nonconforming. The hub was not returned and there was presence of adhesive inside on the outside of the cannula. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. During assembly of the trocar product adhesive is dispensed at the cannula hub interface. The evaluation of the returned sample identified adhesive on the outside of the trocar cannula, therefore, how and when the trocar cannula and hub became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor of the separation is manipulation during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the scleral plug was pulled out and the plastic part of the cannula was detached from the metal part during a procedure. No harm to the patient.